Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon evaluation, the monitor will not power up. The cause of the monitor not powering on was that the c1 capacitor shorted which shorted the 12v line and damaged the l1, l2, and d1 components. The cause of the inability to complete testing and the inability to power on is the c1. The root cause of the shorted c1 capacitor cannot be positively identified.  No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported that a monitor will not power on.